Event description:
Suspected 10 false positive results for flu a; 500 tests were completed on both symptomatic and asymptomatic patients. A low false positive rate of (B)(4) was reported for flu a. The customer communicated the results were negative with another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.